Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer 3.2 had failed. The field service engineer (fse) walked the customer through recovering the main 3.2 pocket b6 for a read, write, or invalid cubie memory error by selecting pocket not there. The customer then inventoried main drawer 3.2 successfully. The system functioned as intended after the field service engineer assisted customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station ER drawer 3.2 all cubies b1, b6, c1, c3, c5, d5 and e1 had failed storage space. Customer attempted to recover, but the cubies did not eject. The cubie map did not have those cubies mapped on the drawer, and they were filled with medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.